Manufacturer narrative:
Manufacturing site evaluation: the provided devices were delivered in a contaminated condition and were decontaminated internally. The tibial component arrived with loosened bone cement. Investigation: the components were examined and the tibial component showed no abnormalities or serious visible damages. In the delivered condition there were only little bone cement residues adhering on the femoral component. The gliding surface of the meniscal component shows little scratches and imprints. It could be possible that these traces come from bone cement residues which get into the articulation between the femoral component and the gliding surface. Batch history review: the device quality and manufacturing history record have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. There was one similar incident with nx051z, lot 52229001. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is probably usage related. Rationale: there are no hints for a material or manufacturing problem. According to the quality standard and device history record (DHR) files a material defect and production error can be excluded. In the delivered condition there were only little bone cement adhesive. There is no information about the condition after explantation. We assume a bone cement loosening as causal factor. There is the possibility for a non-adhesive from the bone cement. It could be possible that there were problems with the cement technique too. A product safety case (psc) has been opened.

Manufacturer narrative:
Exemption number: e2014018. Patient data: patient height: 163 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported there was postoperative loosening of an as vega tibial component and failure of the bone cement to bond properly. On (B)(6) 2016 the patient was implanted with a vega knee system. Sometime later, loosening of the tibial component was noted and it was felt that the cement had not bonded well. On (B)(6) 2019, the patient underwent a revision surgery due to this malfunction. The tibial plateau and gliding surface were explanted at that time. The patient outcome was reported as "well". No further information was provided. Concomitant products/components: nn261z, as tibial obturator d12mm, 52100511. Nx110, vega ps gliding surface t1/1+ 10mm, 52256135. Bone cement - hereus palacos r+g high viscosity (batch no.84274631).